Manufacturer narrative:
The reported event of noise resulting in oversensing was confirmed. As received, a complete lead was returned in one piece. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.

Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Noise was reproduced when touching the pocket. The rv lead was explanted and replaced. The patient was stable.